Manufacturer narrative:
B5. Device is being held by hosp and is to be returned at a future date for eval. Operative notes and/or discharge summary requested but not yet rec'd. Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions - operational context contributed to the event. Conclusions - the device has not yet been returned.

Event description:
(This case was done through a 24fr sheath because the physician planned to place a gore tag graft.) Physician attempted to deliver a bifurcated device, but encountered significant resistance due to tortuosity and calcification; removed and attempted with a new device. While advancing, a wire wrap occurred, but was eventually resolved. Continued resistance occurred while deploying the main body of the stent graft. After approx 1/4 of the main body was deployed, the physician noted that he felt the pusher rod give. He deployed the contralateral limb, and completed main body deployment with the aid of a coda balloon. He subsequently deployed a gore tag graft and two endologix limb extensions. After closing and during recovery, the pt went into vf and could not be stabilized.